Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell 3 of 5 of peritoneal dialysis therapy while the patient was connected. The patient stated the supply bag was empty. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative explained the alarm and assisted the patient in clearing it. There was no patient injury or medical intervention associated with this event. No additional information is available.